Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of asbts0170 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a foreign material was attached to the needle. This was found when the package was opened, the device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of material on the needle was confirmed, but the source of the material was unknown. One 20g safestep infusion set was returned for investigation. The infusion set was received with the clamp closed over the extension set tubing. Fluid was observed in the extension set tubing. The white luer cap and the protective needle cover had been removed and were not returned with the infusion set. Material was attached 3mm from the distal tip of the needle. The material extended approximately 2mm from the external surface of the needle. The material filled a space that was approximately 2mm x 2mm x 2mm. A microscopic examination of the material revealed a light green sponge-like matrix attached to the needle. A dark colored fiber and a dark green colored material were also attached the needle in the same location. The source of the material was unknown, but the supplier was notified of this event. A lot history review (lhr) of asbts0170 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a foreign material was attached to the needle. This was found when the package was opened, the device was not used on a patient.